Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
The physician opened and flushed a precise stent in the normal fashion. As the stent was being loaded on the wire, it was noticed that the stent was partially deployed and then continue to deploy outside the body. There was no report of patient injury. The physician had not loosen the touhy yet when the deployment occurred as the stent was being loaded onto the wire.

Manufacturer narrative:
Complaint conclusion: the physician opened and flushed the precise stent in the normal fashion. As the stent was being loaded on the wire it was noticed that the stent was partially deployed and then continued to deploy outside the body. The physician stated that he had not yet loosened the tuohy borst valve when the deployment occurred. However, this device is packaged with the toughy borst in the open position and it need to be closed prior to removal from the tray. Multiple attempts to gather additional information have been made and have been unsuccessful. The product will not be returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15571475 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.